Manufacturer narrative:
During the sonications, inadequate use of fiducials (markers) led to the physician not noticing a superior movement of the pt and inferior movement of the intenstine into the treatment field. This movement then led to a number of sonications that on the original planning images had looked safe, but in reality led the passzone through the intenstine. This was clearly visible on pre-sonication images that showed the passage of the beam through the intenstine - but was also disregarded by the treating physician. Sonication through intestine can cause perforation of the intestine wall. The pt underwent surgery for intestine repair. She has been released from hosp and is currently reported to be doing well.

Event description:
Pt was diagnosed with 'poured fibrous purulent peritonitis.' Insightec has no add'l data about the pt's care post this diagnosis in spite of several attempts. There is no collaboration from the hosp in this matter. There is no data regarding 'pt info'.